Event description:
Patient's daughter in law called back stating ins was dead. Pt rep said the pt had done the trickle charge previously but the ins wouldn't charge/wouldn't stay charged which was why they hadn't been using the scs. Pss redirected the caller back to the pt's hcp to discuss MRI eligibility form as the hospital does not want the pt to go through having the ins recharged for MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller reports patient have not used her stimulator since 2017. Caller reports she called patient's old manufacturing representative (rep), but informed caller to perform physician recharge mode. Caller reports she has done 4 physician recharge mode and is not seeing the charging screen. Pt is needing an MRI but ins hasn't been charged in "many" years per patient's daughter-in-law. Caller stated they did a trickle charge all day yesterday and today when checking ins saw a power on reset (por) message. Technical services (tss) reviewed meaning of por and asked caller to try to charge ins again to determine which type of por (informational or warning) so that ts could provide next steps. Caller reported seeing reposition antenna screen. Ts reviewed that a jump start of battery is needed since the recharger and the patient programmer are not finding the ins. Antenna locate screen showed values of 58-62 range. Ts reviewed that if por is warning por then a rep or clinician needs to be present to clear por and then finish charging ins up to full and then put into MRI mode. Caller was getting frustrated with the lengthy process. Ts reviewed this is the normal step for this battery when ins hasn't been charged in some time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the hcp was attempting to put the patient¿s ins into MRI mode using the patient programmer, but they were seeing the ¿poor communication¿ screen. The caller then went into the room and the patient programmer would not power up. Technical services had them retrieve batteries and then the caller got the ¿poor communication¿ screen again. Technical services checked what kind of batteries were used and the caller reported pro-cell batteries. Technical services reviewed heavy duty batteries could cause this issue and they were advised to retrieve regular alkaline batteries and to call back. The caller stated that they confirmed the patient was feeling stimulation. The event occurred on (B)(6) 2019. Additional information was received from another hcp reporting that they needed to put the patient¿s ins into MRI mode, but the patient was unable to remember how to use their patient programmer or recharger. The patient indicated that they had recharged two nights ago, but the patient programmer was unable to find the ins. The patient then indicated that they had not used their device for over a year due to it ¿not working¿. It was discussed with the nurse if the patient wanted to resume therapy they should contact their managing healthcare provider (hcp). The issue began in 2018. Another hcp called back later the same day again reporting that the patient needed an MRI of the head and carotid. They reiterated that the patient¿s ins was in overdischarge and had not been turned on for quite some time and wanted to confirm the mir eligibility. Compatibility was reviewed. No further complications were reported/anticipated.